Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarm was noted. The insulin pump passed the off no power test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump failed to vibrate during the self test due to a broken black wire on the vibrator motor. No delivery anomaly was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was dropped and since then has not been vibrating. The insulin pump did not vibrate during the vibrate test. Customer's blood glucose reading at the time of the call was 75 mg/dl. No further information reported.